Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to pair with their merlin app. Upon further investigation, it was suspected that the ICD exhibited loss of bluetooth telemetry. Further information was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator was restored and re-paired with merlin app.